Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having tingling sensations even with the stimulation turned off. The physician suspected that tingling sensations was due to an electric leakage from the ipg. The patient was also experiencing random overstimulation which causes pain despite reprogramming. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1200, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having tingling sensations even with the stimulation turned off. The physician suspected that tingling sensations was due to an electric leakage from the ipg. The patient was also experiencing random overstimulation which causes pain despite reprogramming. The patient underwent an ipg replacement procedure and was doing well post-operatively.